Event description:
Customer reported an issue involving an incorrect time setting on their pump, which contributed to a low blood glucose level of 46 mg/dl. Customer consumed carbohydrates to address the low blood glucose level. Technical support assisted customer with updating the pump time and advised monitoring the time to ensure the discrepancy does not recur. Customer understood the guidance and acknowledged the instructions provided.